Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having ongoing issues with result for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on the cobas 6000 c (501) module - c501. On 27-aug-2017, the customer replaced all ise electrodes as part of monthly maintenance. The customer provided an example of one patient sample that had an erroneous initial sodium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 155 mmol/l and repeated as 139 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was asked for, but not provided. The field service engineer could not determine a cause. He checked the ise unit, checked the current calibration, checked precision, and checked the cell rinse unit. He verified that the current calibration was good, verified that the cell rinse unit was working properly, verified that the ise check was within specifications, and verified that precision was within specifications.

Manufacturer narrative:
Sodium electrode lot number y9751 was installed on the analyzer on (B)(6) 2017.

Manufacturer narrative:
Based on the provided information, there were no indications of a malfunction of the ise unit. Only one sample was affected. A specific root cause could not be determined based on the provided information. As only sodium was measured, a potential root cause could be a contaminated cuvette due to remaining sodium hydroxide wash solution. The customer has had no further issues.